Manufacturer narrative:
Response 3.0 patient interface (8253200); sn: (B)(4); lot: 206808386; manufactured: march 13, 2013; returned to medtronic: march 02, 2016; 510k: k083124. In response to medtronic¿s request for device return, the devices were returned to the manufacturer for evaluation and repair (detailed as follows): 8253002 ¿ analysis was not able to confirm or duplicate the alleged complaint, finding no fault or out of specification conditions directly related to the reported event. However, the software was outdated and upgraded to the most current version as a result. Device 8253200 ¿ analysis was not able to confirm or duplicate the alleged complaint, finding no fault or out of specification conditions. Both devices were tested to specifications and returned to the customer.

Event description:
It was reported that during the use of a nim response 3.0 mainframe and patient interface, they were "not able to recognize when the nerve is being stimulated." This is the only information provided and there was also no report of patient impact or injury as a result of this event.